Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a latitude interrogation an alert was exhibited for checking the right ventricular (rv) lead. No further details were mentioned. Additional information has been requested to better understand this issue. At this time, this system remains in service. No additional adverse patient effects were reported. Additional information was requested, however, sales representative did not provided any further details regarding this case.